Event description:
"At approximately 0325 on postop day 1 noted pt abruptly stopped snoring. Found to be in cardiac arrest. Code called, CPR started with ER physician in attendance. EKG recorded asystole then v-fib. Defibrillated x2, IV ephedrine, intubated, responded to cardioversion then resumed atrial fib. Multiple EKG's, CT scans and neurologic consults interpretation of severe anoxic brain injury. On morphine pca at time of arrest." Upon further query the following info was provided: the pt experienced cardiac arrest while the device was in use. The reporter stated that the amount missing from the narcotic bag coincided with what the pump indicated had been delivered, and the pump had been programmed correctly. The reporter also stated that only respiratory depression may have been caused by the narcotic, however reporter indicated that the full arrest was not attributed to the drug. An unspecified amount of naloxone was given. The pump was not isolated. Though requested, the customer declined to provide additional info.